Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device was heating up. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further follow-up with the reporter, additional information was obtained. The previous report stated the date of report and date received by manufacturer was november 10, 2017. However, during follow-up with the reporter, it was reported that the correct date of report and date received by manufacturer was november 13, 2017. This information has been updated accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, the device was tested and was found that a cutter device could not be inserted into this attachment device. It was further determined that the cutter could not be inserted because the bearings were worn out from excessive force not allowing the cutter to pass through. It was determined that the failure was caused by excessive force and or side loading during use. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.